Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracks in the battery compartment and and stripped threads on the battery cap. This report is made based on the results of an investigation completed on 11/27/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/27/2013 with the following findings: there is an evidence of cracked from the top of battery compartment toward the pump case seal. A battery cap thread is also stripped.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).